Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the chip adhesive around the objective lens was traced to a component failure. However, the most probable cause of the foreign objects at the server plug in (z block) was not established. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset, with no reported complaint. However, during the evaluation of the device, foreign objects at the server plug in (z block) and chip adhesive around the objective lens were observed. There was no patient involvement.